Event description:
During a pta procedure, the surgeon tried to open a total occlusion of the right posterior tibial artery with a savvy balloon. After balloon had inflated, the physician wanted to deflate to move further, but the balloon did not deflate. The balloon was removed from the patient while still inflated, and once out of the patient, deflation of the balloon was attempted, but this didn't work. He continued the procedure with another balloon and the same inflation device and this worked.

Manufacturer narrative:
(B) (4). The facility has indicated that the biomedical department evaluated the device and no issues were found. The device was placed back into service. A copy of the event history has been forwarded to the baxter product analysis lab for review. Should additional information become available, a follow up report will be filed.

Event description:
Baxter product surveillance received a medwatch report from (B) (6) regarding an overinfusion on a syndeo patient controlled analgesia (pca) pump during an infusion of hydromorphone on a (B) (6) female patient. The patient was reportedly end stage cancer patient was prescribed hydromorphone at 1 mg/ml concentration for pain management. Reportedly, two nurses programmed the pump for 0.6 ml, pca dose, basal rate 0.6 mg/hr, a lockout interval of 15 minutes and a 1 hour limit of 3.00 mg. Reportedly, the nurses incorrectly entered and confirmed a drug concentration of 0.l mg/ml. During the next 2 hours, 23 minutes, four pca deliveries occurred, each providing 6mg instead of the expected 0.6 mg of hydromorphone resulting in the administration of approximately 38.3 mg total drug in that time. The patient became obtunded and the respiration rate and oxygen saturation level dropped (level unknown). A narcan drip (dose, rate, volume unknown) was administered to reverse the effects of the hydromorphone. The respiration level was unknown however the oxygen saturation level decreased into the 80's. Confirmed the dosing of the hydromorphone was correct. The event occurred on (B) (6) 2010. The patient was transferred to the intensive care unit (ICU) on (B) (6) 2010 then transferred to the oncology unit on (B) (6) 2010. The patient was discharged to home on (B) (6) 2010. The patient outcome is unknown; however, she attended a follow up visit on (B) (6) 2010 and on (B) (6) 2010. The patient was admitted on (B) (6) 2010 for pain control related to end stage cancer of the lung. No other medical history is known. The medications the patient was receiving during the hospitalization included: lovenox, oxycontin, lactulose, celebrex and dilaudid. The dose and frequency were not reported. A root cause analysis was completed by the facility, and it was determined that user error in entering the concentration of the medication was incorrect. A retraining of the individuals involved has occurred. The pump's display appearance or menu sequence may have allowed the nurses to overlook the difference between 1 and 0.1 mg/ml but this is unknown. This model pump has no stored drug library to enforce consistent concentration settings, unlike standard infusion pumps at the hospital. The rm recommended speaking with the biomedical department for status of the device, a copy of the download of the service log and a copy of the service report completed by the facility. No further information is available.

Manufacturer narrative:
(B) (4). Additional information received from the facility confirms the event was due to human error in calibrating the pump. There were no issues noted with the medication. The patient began the hydromorphone on (B) (6) 2010. Per the reporter the patient continued to receive hydromorphone after the event occurred.